Event description:
It was reported that a during an implant procedure, the lead being used exhibited inadequate electrical parameters. The physician alleged the septum was difficult to penetrate. During the repositioning process, the head helix became stick and was unable to be retracted. A new lead was successfully implanted. Additionally, the chronic right atria lead was dislodged during the procedure due to inadequate fixation into the tissue. The lead was repositioned to complete the procedure. No adverse patient consequences were reported.

Event description:
New information received notes that the issue was noted and resolved during procedure.